Manufacturer narrative:
(B)(4). The device was returned to baxter, and the reported conditon was confirmed through the event history but not duplicated in service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were necessary to correct the condition. If any additional information is received, a follow-up will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 12:323:528:0000. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.